Event description:
The customer alleges that an (B)(6) year old female was involved in a motor vehicle accident and sustained traumatic head injuries. Upon arrival of the ems to the crash site the victim was in cardiac arrest. The ems was able to revive her and attempted to use the rusch quicktrach to establish a manageable airway. The ems technician was unable to puncture the skin with the rusch quicktrach. A paramedic was able to accomplish a "field surgical airway" with another device. The crash victim was transported to the local ER trauma unit. While in route to the ER, the crash victim went into cardiac arrest again. The ems was not able to revive the victim and was pronounced dead upon arrival to the ER center.

Manufacturer narrative:
(B)(4). The paramedic who was present during this event, reports that the victim sustained massive head injuries and would not have survived the motor vehicle accident. The device sample was not returned for evaluation at the time of this report. The supplier's initial investigation indicates: there are no known complaints for the product concerning a blunt needle. Review period from (B)(6)-2012 to (B)(6)-2015. The device history record review for the reported lot number demonstrated correct work flow and all production steps and all test steps were performed correctly according to documented evidence. No deviation occurred. All receiving reports since (B)(6)-2012 were taken into consideration and no non-conformities were determined. Each needle is controlled for sharpened needle tip. No deficits in inspection were determined concerning blunt needle tips. A blunt needle is therefore ruled out. Other remarks: quality check to examine the length of the cannula and needle assembly was conducted. The covering of the needle tip by the plastic cannula at delivery can be ruled out. The cannula does not extend to the opening of the needle. Summary result: no product deficit can be determined. The manufacturing occurred correctly according to the manufacturing requirements by documented evidence. 100% quality checks were performed and recorded.